Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a single use blunt tip device. The photograph depicts of a photo, it is very blurry and unrecognizable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received, only a photograph, so our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, when the progrip mesh was being inserted, the seal on the device came off and entered into the patient's abdominal cavity. The surgeon saw the seal on the mesh and took a picture. The picture showed that the rubber seal of the device on the progrip mesh was inside the patient. The rubber seal from the device trocar fell into thepatient and was retrieved with graspers. As reported, there was rapid loss of abdominal pressure due to the product issue. There was no patient injury.

Manufacturer narrative:
Correction:(UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.